Event description:
It is reported that on (B)(6) 2015 a minimally invasive surgery on c2 an c3 was done because the screws were unfastened. The locking screws were seized. On the x-rays it was seen that the screws unfastened again. Revision surgery was done on (B)(6) 2015, competitive product was used. Patient smoke. Bone structure is good. No osteoporosis.

Manufacturer narrative:
(B)(4). No methods performed no product issue related to the reported event was found with this product. No product issue related to the reported event was found with this product.

Event description:
It is reported that on (B)(6) 2015 a minimally invasive surgery on c2 an c3 was done because the screws were unfastened. The locking screws were seized. On the x-rays (please see attachment) it was seen that the screws unfastened again. Revision surgery was done on (B)(6) 2015, competitive product was used. Patient smoke. Bone structure is good. No osteoporosis.